Event description:
It was reported the patient presented for a routing follow-up. The implantable pulse generator (ipg) was noted to be programmed to dddr 60, as per the patient's chart. Upon interrogation of the ipg, it was noted to be pacing at vvir 70. No message stating an electrical reset or any other issue was present to explain the programming change. There were no issues checking the ipg, but when an attempt was made to print the report, a software error message occurred on the programmer. Two different programmers were attempted, with the same result. The ipg was reprogrammed, and the patient was discharged home, with the device and leads functioning well. A compatibility issue between the ipg and printer that was connected may have caused the error message. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined.